Event description:
Pt reported experiencing elevated blood glucose levels since (B)(6) 2011. Pt thinks the infusion device delivers too low an amount of insulin. Pt stated, he is missing the e4 (occlusion) error message. Pt reported, there is no air in the infusion tubing. Pt stated on (B)(6) 2011 at 12 o'clock, her blood glucose level was 15 mmol/l (270 mg/dl) and at 5 o'clock her blood glucose level was 14 mmol/l (252 mg/dl). Pt reported, she changed the infusion set and took correction via the infusion device. Pt's normal blood glucose range is 80 - 100 mg/dl. Pt stated, she was able to get her blood glucose level under control by herself. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.